Event description:
The customer reported that while the central station was in use monitoring pts along with ambulatory telepacks, the central displayed a "communication loss" message for all pts on cpu's 2, 3, 4, and 5. They attempted to put pts on other cpu's (6, 7, 8, and 9) but the "communication loss" message slowly migrated to the remaining cpu's. No pt injury was reported.

Manufacturer narrative:
The company rep powered down the system and rebooted all of the affected cpu's. The system functioned normally after the reboot and monitoring was continued. The company rep retrieved the system error logs and forwarded them to the factory for analysis. There was no useful info in the logs to determine what may have caused the communication loss. Datascope engineering reviewed the system configuration and could not identify any issues that might account for the communication loss. The customer has not reported any issues with this system since september.